Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the probable cause was likely due a failure of the operational amplifier circuit on the patient board set. The subject device was manufactured prior to a design change that was implemented for the operational amplifier circuit.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Update to section b5.

Event description:
The problem occurred and was identified during preparation for use. The device was inspected during setup and it was noted that an image was not produced. The intended procedure was completed using another video processor (details unknown) without delay. There was no patient injury or medical intervention associated with the event.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty patient board set.

Event description:
A user facility reported to olympus that no endoscopic image was obtained when using an ultrasound probe with the olympus, cv-190.